Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that patient initially had infection after the implant of this pump. Patient had since seen an infection specialist and was "treated and cleared" to have the pump filled. Pump had saline in it since implant. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.